Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic for a device check. The pulse generator was in backup vvi mode. No intervention was reported. The patient was in normal condition.